Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during the analysis of the log file a no external power alarm was observed. The manufacturer¿s technical services representative reviewed the submitted log file and reported a no external power. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During this event, there were no interruption in pump support to the patient. No additional information was provided.

Manufacturer narrative:
Section d1, d2 and d4: correction. Section d4 and h4: the lot number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Manufactures investigation conclusion: evaluation of the patient¿s submitted log file confirmed a no external power alarm and odd voltage sequencing; however, a direct cause for the reported alarm could not be conclusively determined through this evaluation. The submitted log file (attached) contained data from (B)(6) 2018 to (B)(6) 2018. The system voltage while the controller was connected to a power module was below or above the expected value throughout the log file (~12-13v as well as ~15-16v compared to the expected voltage of 14v). On (B)(6) 2018 at 11:27 pm, the log file captured a no external power alarm. Prior to the no external power alarm, the patient¿s voltage dropped to 12.2v with rsoc voltages ~7v and ~1.5v. During the no external power event the patient was supported by the backup battery. The no external power alarm resolved immediately following this event. Although a direct cause for the no external power alarm could not be conclusively determined from this evaluation, similar complaints have been previously evaluated and this type of behavior is potentially consistent with patient cable damage. It is suggested to replace the patient cable. Multiple requests for additional information were issued to the customer with no further information provided. The heartmate ii lvas IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.